Event description:
Information received from the field notes that the patient presented in voo mode after being programmed to vvi at the last office visit. The software was verified with no errors and the microprocessor was restarted. The magnet was programmed off and the sensor was programmed off. The patient was asymptomatic and not pacemaker dependent.